Event description:
A malfunction was reported with the customer's pump, displaying malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted in attempting a pump reset, but the issue persisted, leading technical support to replace the pump. The customer was informed about using mdi as backup therapy, was provided a replacement pump, and received instructions on returning the faulty pump. Training on the new pump will be available through their tandem source account.